Event description:
Ecn event description: at the end of the procedure, while anesthesia was performing a final scan via tee, it was noted that the patient had a new pericardial effusion. There were no symptoms and the patient was stable. The effusion was adjacent to the ra and was causing ra wall motion abnormality. No affect on the ventricle and the effusion did not appear to be growing. Patient was under ga and asymptomatic (no tachycardia, no hypotension, no decreased pulse pressure). Incidentally found at the end of the case. Admitted overnight on cardiology service for serial echocardiograms. No pericardial drainage required. Patient present at time of event? Yes. Patient complications: pericardial effusion. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes. Please describe the way in which the device or procedure caused or contributed to the patient complication? Hypothesis is that the bsc starter rosen wire perforated the right superior pulmonary vein while searching for a branch. Medical or surgical interventions: none. Patient discharged from hospital? Unknown. Patient outcome: expected to fully recover. Device acquired from a distributor? No. Patient complications questions: question: how long had ablation been taking place when the patient complication was observed? Answer: discovered at the end of the procedure (after 60 minutes of procedure time). Question: was any resistance felt while maneuvering any catheters? If yes, please describe where and with which catheter(s). Answer: none. Question: what, if any, interventions were performed for the complication? Answer: none. Question: when was the effusion/ tamponade discovered? (Ex: prior to procedure, during transseptal, during ablation, after the procedure, etc?) Answer: after catheters removed and introducer sheaths removed. Patient on the table under ga and discovered via tee prior to being woken up. Question: if the complication happened after the procedure: how long after the procedure was the onset? Answer: discovered minutes after the procedure was completed. Question: if the complication happened during the procedure: where was the catheter located at the time and how long had ablations been performed? Answer: the physician believes the perforation occurred with farawave near the rspv and attempting to wire the lower branch. Question: was a perforation location confirmed? If yes: where was the perforation and please provide imaging if possible answer: not definitively confirmed, however effusion was located at the level of the ra via tee. Question: was the patient admitted to the hospital or was an existing hospitalization extended due to the complication? (Or for any treatments related to the complication?) Answer: yes. Admitted overnight for monitoring and serial tte. Question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot# answer: bsc starter rosen m001491560 lot 9294657 0.035 / 1.5 mm j / 4 cm taper / 180 cm length / ptfe question: was a boston scientific (tsp) access product used with the procedure? If yes: please provide the upn and lot number of the tsp product. If yes: are the tsp devices available for return? Please provide shipping tracking number if available. If no: please provide the reason for no device return. Answer: nrg e hf 71 c1 lot 35890162. Not believed to contribute to the complication. Product not returned. Complaint summary: it was reported that pericardial effusion occurred. The patient was under general anesthesia. A starter guidewire was selected for use in a pulmonary vein isolation (pvi) using pulsed field ablation (pfa). During the procedure, 60 minutes post ablation, a final scan via transesophageal echocardiogram (tee) was performed and it was noted that the patient had a new pericardial effusion. The effusion was located near the right atrium (ra) and caused a wall motion abnormality in the ra, but there was no impact on the ventricle, and it was not growing. The patient remained stable and asymptomatic, with no signs of tachycardia, hypotension, or decreased pulse pressure. The physician speculated that the effusion resulted from a perforation of the right superior pulmonary vein (rspv) by the bsc starter rosen guidewire while attempting to wire a lower branch. Despite this, no interventions were required, and the patient was admitted overnight for monitoring with serial echocardiograms. No pericardial drainage was needed, and the patient is expected to fully recover.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea, and the occurrence rate is being investigated under CAPA-06103. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.